Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was timing off sooner than expected. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was over 400 mg/dl. Customer reverted to an alternate method of insulin delivery.